Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a blurry image. The issue occurred during preparation for use for an unknown therapeutic procedure that was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to serial number. Updated fields:h2, h3, h4, h6 and h10. Corrected field: d4 (serial number). The device was returned to olympus for evaluation and customer's allegation was confirmed. The blurry image was due to a bad charged coupled device. The most probable cause of the complaint is component failure which is expected or random component failure without any design or manufacturing issue. A review of the device history record revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a blurry image. The issue occurred during preparation for use for an unknown therapeutic procedure that was completed using a similar device without delay. There were no reports of patient harm.